Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was broken. Customer reported that there appeared to be liquid on the screen. Blood glucose level at the time of the incident was 116 mg/dl. Customer stated that he recently sat on the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with severely cracked and bleeding lcd glass, cracked case at display window corner and minor scratched display window.